Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that shortly after they had an MRI about a month ago, they felt like the therapy wasn't working quite right. Caller stated that they can never tell if their bladder is empty or not and in the mornings it seems like it's a very slow flow. Caller added that they also have a prolapse and don't know if that's causing it. Caller mentioned that they had to turn the therapy off for the MRI and thought they had turned it back on, but they weren't sure if it was working or not. Caller said they charged the handset the other day but couldn't charge the recharger because they lost their charging cord. An email was sent to the repair department to replace the charging cord and ac power adapter. Agent reviewed with caller to call back if they need further assistance with troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of having therapy issues shortly after having an MRI was determined and the patient listed the likely cause as being "just did not realize cord was missing until later with this." When asked the steps that were taken, patient noted that a "new cord was sent to me!" The patient reported that the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had an MRI and the cord got misplaced. New cord was sent to them. Issue was resolved.